Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, from 2:00pm-4:30pm, the cgm was reading 77 mgdl, 81 mgdl, and then 62 mgdl. The patient tested his bg meter reading but stated it "would not register a number". The patient self-treated by eating gummies. Around 6:00pm-7:00pm, the cgm was reading 112 mgdl and 68 mgdl. The patient later realized that the bg meter could not register a number because the bg meter reading was too high. Around 9:45pm, the patient's cgm was reading 46 mgdl and the patient had a "short seizure". The patient's wife called an ambulance. Emergency medical services (ems) arrived and did a bg meter reading that was also too high to register on the machine. Ems treated the patient with a "saline solution" and transported the patient to the emergency room (ER). At the ER, the patient's bg meter reading was 800 mgdl. No cgm comparison value was provided at this time. The patient was hospitalized for two weeks before being discharged. The patient was treated with various medications while hospitalized, but the patient could not recall the specific details. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and seizures.